Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectosigmoidectomy procedure, while stapling in the medium straight and irradiated straight fabric, the stapler failed to complete the closure and with the resistance it broke. The device was difficult or unable to close and the closing lever broke. New device was used to complete the case. There was no patient injury.